Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer's biomedical engineer reported that it was an autofill error, and assumed that something was wrong with the catheter that was being used, and not actually anything wrong with the iabps. The biomedical engineer also reported that the iabps would be checked to make sure they were functioning correctly, and if it was determined something was wrong with the iabps that they cannot take care of, they would contact getinge for service. The customer later reported that there was nothing wrong with the iabps, that it was user error. The full event site name is (B)(6) hosp.

Event description:
It was reported that before use on a patient, two(2) cs300 intra-aortic balloon pump (iabp) never worked. Both iabp would display "autofill failure" and "function unavailable" when the intra-aortic balloon (iab) fill button was selected. The customer verified that the helium tanks were opened and the safety disks were tight. This report is for the second iabp. There was no patient involvement, and there was no adverse event reported.